Event description:
Patient underwent hyperbaric oxygen treatment. After treatment completed and she was brought out of the chamber, the patient complained her arms were hurting. Radiology exams were completed and found that there were bilateral dislocations and fractures of the shoulders.